Event description:
A hospital in (B)(6) reported that the mr850 respiratory humidifier kept alarming during use. No patient consequence was reported. The hospital has reported this incident to the FDA via medwatch report ref: (B)(4).

Manufacturer narrative:
(B)(4). Despite multiple requests the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The hospital was unable to provide any further information regarding the reported incident. Without the return of the complaint device or any additional information we are unable to determine what may have caused the mr850 respiratory humidifier to alarm. No patient consequence was reported. All mr850 respiratory humidifiers are visually inspected and tested to meet specification prior to being released for distribution, and those that fail are rejected.

Event description:
A hospital in (B)(6) reported that the mr850 respiratory humidifier kept alarming during use. No patient consequence was reported. (B)(4).

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.